Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was received and evaluated. The issue wasn't confirmed nor reproduced. No signs of smoke, burns or fire were discovered. Device was fully tested and calibrated during evaluation. The root cause of complaint wasn't determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that a homechoice automated peritoneal dialysis system had a burnt odor from the rear of the device. The patient wanted to swap the homechoice device. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow up report will be submitted when the evaluation results become available.